Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including lows to 40 mg/dl that lasted about an hour, which the user self-treated with oral glucose and juice; the user expressed concern that menopause could be affecting glycemic control, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included no need for external assistance, no professional medical intervention, and no hospitalization. Investigation included complaint intake, user interview, and provision of education and troubleshooting. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.